Event description:
The customer reported receiving an error message about two and a half weeks ago on their precision xtra meter and experienced sweatiness, loss of vision and flank pain. The customer was seen at a health care facility, diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. During the course of troubleshooting with adc customer service, it was discovered that the customer was using expired test strips and the test strips expired on 05/31/2009. Precision meters are designed to display an error message when the test strips are expired. In addition, the customer had another vial of test strips and was able to calibrate their meter to the new strip lot code. This product issue does not involve a product malfunction and no product investigation is necessary.